Event description:
On (B)(6) 2011, pt (B)(6) underwent decompressive surgery with baxano io-flex tools via bilateral disc level passes at l4/5 with a disc level pass at left l5/s1. The pt was discharged the next day. At two weeks post-surgery, pt was reported to be much better with some pain in the left groin and thigh. At one month post-surgery, a wound infection was diagnosed (culture was positive for (B)(6)). Drainage was performed and levaquin, bactrin, rifamycin, and clindamycin were prescribed. At 3 months post-surgery, the wound infection was fully resolved.

Manufacturer narrative:
Io-flex system product info & 510 (k) # (brand name, common name, model-catalog no., lot no., mfg date/expiry date): k110696 surgical nerve stimulator/locator, baxano io-flex neuro check, model-catalog no. Io-ncw, lot 100032, (05/27/2011 / 2013-05). K113533 surgical nerve stimulator/locator, baxano io-flex wire, model-catalog no. Io-ncw, lot 100032, (05/27/2011 / 2013-05). K100958 rongeur, manual, baxano io-flex distal handle, model-catalog no. Io-dh, lot 100057, (09/21/2011 / 2013-06). K100958 rongeur, manual, baxano io-flex microblade shaver, model-catalog no. Io-mbs 7.5sc, lot 100047, (06/15/2011 / 2012-05). K100958 rongeur, manual, baxano io-flex microblade shaver, model-catalog no. Io-mbs 5.5, lot 100046, (06/15/2011 / 2012-06). K102594 baxano io-flex ipsi irrigation cannula, model-catalog no. Io-ic, lot 11030903, (03/21/2011 / 2011-09).